Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the therapy delivery test failed in the operational check and the shock was not delivering. There was no reported patient or user involvement and no adverse patient/user impact.